Manufacturer narrative:
The returned catheter was evaluated by steris engineering and confirmed there was intermittent flow. Upon removal of the handle hub, it was found that the catheter had broken into two pieces. The user facility has not responded to requests for additional information or in-service training offers from steris. The exact cause of the damage to the catheter and when the damage occurred could not be determined. The instructions for use give the user the following cautions when using the trufreeze catheters, "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. Caution: if using a scope in the retroflexed position, ensure catheter and scope are completely defrosted before repositioning or withdrawing. Withdraw scope and catheter in the straight position. Caution: ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Caution: care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their aire passive venting catheter was not spraying evenly resulting in a 10-minute procedure delay. No report of injury.

Manufacturer narrative:
The device was returned to steris endoscopy for evaluation. A follow-up report will be submitted once the evaluation has been completed.